Event description:
The patient had a 8 fr datascope fidelity intra-aortic balloon catheter with a 40 cc balloon inserted four days earlier in the cardiac or for support at the end of her aortic valve replacement (avr), mitral valve replacement (mvr),and tricuspid valve repair surgery by the doctor. The plan was to remove iab catheter in four (4) days after the patient received 2 packs of platelets. At approximately 13:01 p.m. On the fourth day, the datascope iabp console began alarming "leakin iab." Patient's nurse followed the console's on screen prompts to check the external connections between the iab helium tubing and its connections to the extension tubing and safety disk on the console. Alarm recurred over and over; iabp console would not re-start under this alarm condition. Several attempts were made to check all the connections and to attempt re-fill of the helium, but without success. At about 13:09 nurse noted a very tiny amount of blood in the helium line. Iabp console still alarming "leakin iab" and would not resume pumping. It was about 30 seconds later when blood noted in the 6 inches of the helium line closest to patient's insertion site. This means that there had been a balloon membrane rupture big enough to draw blood into the normally helium-containing balloon lumen. Notified resident physician that iab catheter must be removed immediately, which he did. Platelets arrived for transfusion about 5 minutes after iab catheter removed, and were transfused while direct pressure was held at the femoral site to achieve hemostasis.